Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they recently had a laparoscopic case where a raytec was placed intra-abdominally, specifically the situate 4x4 inch, and the rfid portion came out of the raytec and was intra-abdominal. They eventually found it in between some loops of small bowel. There was no patient injury.